Event description:
Sales rep noticed sterility of outer package compromised. No patient involvement.

Manufacturer narrative:
Sample not returned to manufacturer. DHR investigation did not show issues related to complaint.